Event description:
Customer reported via phone, he was attempting to bolus for dinner and the device alarmed off no power. Customer's blood glucose was 153 mg/dl. The device alarmed while he was priming. Customer stated the battery was not previously used. The battery cap was not loose, cracked, or damaged. This wasn't the second occurrence of the off now power alarm without no low battery alert. Customer stated the device restarted after the alarm occurred and when it was restarting and the device prompt the customer to rewind the device and it alarmed motor error. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with normal operating currents, no unexpected off or no power alarm noted during testing. The device had cracked case at display window corner, reservoir tube lip, and minor scratches on the display window.